Manufacturer narrative:
(B)(4). (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a vented paclitaxel set was unable to be back primed with normal saline. This occurred prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). Additional information: the device was received and the evaluation was completed to investigate the reported issue. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Gravity testing and underwater leak testing were performed, both passing successfully with no issues noted. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.